Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the glass lens of the rigid video laparoscope was cracked. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shattered objective lens, dents and bents on the outer tube and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure expected or random component failure without any design or manufacturing issue due to fracture problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.